Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a result of 300 mg/dl on her meter which led her to take a larger amount of insulin. The patient fainted and had to go to the emergency room. At the emergency room, the patient received the following results within 15 minutes: 280 mg/dl (user's meter) and 140 mg/dl (professional's meter). It is unknown if the patient received treatment or if she was hospitalized. No more information is available.